Manufacturer narrative:
The insulin pump failed displacement test and motor error alarmed during rewind due to motor encoder signal out of phase. The pump was unable to verify excessive no delivery alarm due to motor error alarm and failed displacement test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a no delivery alarm from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that she had an MRI done last night and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.